Event description:
On the (B)(4) 2011, synthes received three identical power point presentations titled nflex bruch (B)(4) with no additional information provided. On the (B)(4) 2013, these power point presentations were sent to the synthes post market risk manager for review. The following is a summary of his findings. The implant has loosened and migrated as seen in the one week post op image taken and this is a reportable malfunction. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.